Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, the customer updated their settings in consultation with their healthcare provider to address the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.